Event description:
During a coil embolization procedure, the two coils could not be detached; therefore, the physician removed them. It was reported that after the procedure, image revealed that some thrombus formation may have migrated distal from the treated site. There were no patient symptoms and no treatment was administered. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device showed that the main coil was extremely tangled and it was threaded through the rotating hemostasis valve (rhv). Microscope analysis revealed that the main coil was stretched and the proximal contact was slightly kinked. A functional evaluation could not be performed as the device could not be removed from the rhv. Information available indicated that the coil was confirmed to be in good condition prior to use and it was prepared as per directions for use (dfu). Based on the information available and device findings it is probable that the damages observed may be related to handling of the device during use limiting its performance. Vessel thrombosis is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore a root cause of anticipated procedural complication has been assigned to this event

Event description:
During a coil embolization procedure, the two coils could not be detached; therefore, the physician removed them. It was reported that after the procedure, image revealed that some thrombus formation may have migrated distal from the treated site. There were no patient symptoms and no treatment was administered. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
Subject device is not available.

Event description:
During a coil embolization procedure, the two coils could not be detached; therefore, the physician removed them. It was reported that after the procedure, image revealed that some thrombus formation may have migrated distal from the treated site. There were no patient symptoms and no treatment was administered. There were no reported clinical consequences to the patient due to this event.